Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 months. Height: 63 centimeters (cm). Weight: 7 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, some tissue residues on the progav 2.0 and a discoloration on the catheter was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. An accelerated outflow in both valves could be determined. Adjustment test: the m.blue and progav 2.0 was tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function in both valves is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine an accelerated outflow in the shunt system. The determined deposits can be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.